Event description:
A malfunction with the pump was reported, identified by malfunction code malf 24, and the fault ID 0x2219 was available. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was set to use multiple daily injections (mdi) as a backup while a replacement pump was sent by the customer technical support (cts).